Event description:
It was reported to philips that the system displayed an alert indicating "select boot device", preventing a full system boot. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified an issue with the host pc motherboard. Upon troubleshooting actions, the rse advised the customer, to select sata and reboot the system. To resolve the issue, the customer followed the instructions and restarted the system. After restart, the system was returned to use in good working order. The codes were updated based on the investigation outcome.